Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the "rv pacing lead impedance not taken" alert was triggered every 4 hours. It was determined that all manual lead impedance measurements were within normal parameters with no oversensing or short interval counts (sic) detected. The physician claims that the device is triggering a false alarm as the rv lead is known to be intact. The physician elected to disable the alert due to inconvenience for the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.